Manufacturer narrative:
One manifold was recieved for evaluation. The reported event of manifold broken was confirmed. The male luer on swabbable luer site to connect cooled normal saline filled syringe of volumeview manifold had been broken. Cross surface of broken luer was rough and uneven. No other visible damage was observed from returned unit. A device history record review was completed and documented that device met all specifications upon distribution. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use a catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion, methods of using s catheter to obtain patient data information, and the occurrence of complications is well described in the literature. Due to the positive pressure the heart and the ventilator places on the lines, blood will be pushed out into the system if a break were to occur. Therefore, a natural flow of gas into the patient body is possible, but unlikely. It is unknown if user or procedural factors contributed to the stated event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that during use with patient, this volumeview set, the thermistor manifold broke and therefore there was water leakage. There was no allegation of patient injury.